Event description:
While attempting to program main pump with guardrail drug that is weight based, pump alerts with "check IV set" error. When the chamber errors to check IV set, it will not correctly calculate dosing/rate of medication. When the chamber is open (not closed for IV tubing). It will appropriately calculate rate/dosing.